Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that lens had multiple scratches. Additional information was requested and received stating after lens insertion the surgeon realized that there were 3 scratches on the lens. Lens removed from patient's eye and surgeon¿s opinion either the lens or the cartridge was defective.